Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer reported they received low battery alert before the alarm. Customer was successfully clear the alarm. Customer was able to rewind pump. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.